Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. In addition the recipient's cochlea is not properly developed, which might has contributed to the limited hearing performance. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user accidentally hit his head on (B)(6) 2021 and could not hear any longer with the device afterwards. The user has been re-implanted.

Event description:
The user accidentally hit his head on (B)(6) 2021 and could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally touched his head on (B)(6) 2021 and could not hear any longer with the device after. The user has been re-implanted.